Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a spondylodesis of c5 to c7 the patient was implanted with hardware. During an annual revision on (B)(6) 2012 x-rays revealed two of six broken locking screws, and the cervical spine expansion head screws to be broken or damaged. Revision surgery took place on (B)(6) 2012. This is 10 of 14 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Implant date reported as (B)(6) 2011. Device is not distributed in the us, but a similar device is marketed in the us.